Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was analyzed. The seal plugs were found to be intact and there were no obstructions noted in the lead port. Initial inspection of the setscrews noted that the rv tip setscrew was stuck in the up position. The setscrew was removed and microscopic examination was performed with both the setscrew and associated connector block. The setscrew and connector block were confirmed to exhibit signs of cross-threading. No other damage was found in the other setscrew. The pacing and sensing functions of the device were tested and verified per automated testing. Laboratory analysis confirmed the field observation that the setscrew did not secure the lead's terminal pin and became stuck during the implantation procedure.

Event description:
Boston scientific received information that during the attempted implantation of this pacemaker, the distal setscrew did not secure the lead's terminal pin when it was engaged. The setscrew was loosened, but when another attempt was made to re-tighten it, the setscrew became stuck. No adverse patient effects were reported.

Manufacturer narrative:
The device was not implanted and will be returned for laboratory analysis. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.